Event description:
Procedure: hemicolectomy. According to the reporter: the staple line was odd and irregular with some small bleeding (less than 250cc). The surgeon used another device to resect the staple line and apply a new staple line.

Manufacturer narrative:
(B)(4).